Manufacturer narrative:
Information was received that the issue occurred during set up, with no delay noted. The customer replaced the o2 transport manifold to address the reported issue and the unit was returned to use. The customer reported that the part was scrapped.

Event description:
It was reported that the ventilator oxygen manifold was leaking. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.